Manufacturer narrative:
No device was returned to olympus for evaluation. The cause of the reported event could not be determined. The instruction manual unpacking and initial inspection section states: ¿upon receipt, examine the instrument and accessories for damage. Do not use a damaged product.¿

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported sterile breach. Visual inspection of the device revealed the top right corner of the tyvek lid was not sealed to the tray. The loose part of the lid showed evidence of discoloration. The rest of the lid was sealed properly.